Event description:
It was reported to philips that the allura device was displaying blank images when trying to obtain single shot. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was displaying blank images when trying to obtain a single shot¿. Review of the log file confirmed that issue with ¿frontal ip-pc malfunction¿. The philips engineer repaired frontal live monitor, performed database consistency repair and performed system function tests.. The system was returned to use in good working order. The codes were updated based on the investigation outcome.